Manufacturer narrative:
Siemens healthcare diagnostics has identified the following two issues using dimension vista intelligent lab system software versions 3.6.1, 3.6.1_mu3p, and 3.6.1sp1. The first issue is that samples may stop processing without notification. The second issue, which can only occur on the dimension vista 1500 system, is unexpected results due to a timing issue that causes a reagent server to temporarily lose synchronization during the automatic removal of reagent cartridges from reagent server 2 to waste a container. In this scenario, incorrect reagent or no reagent delivery may occur. An urgent medical device correction (umdc) was sent to customers within the us in may 2015 and an urgent field safety notice (ufsn) was sent to customers outside the united states in may 2015. The umdc and ufsn are for the dimension vista 500 intelligent lab system and the dimension vista 1500 intelligent lab system and are entitled "information regarding vista software issues." The umdc/ufsn explain these issues and provide actions customers can take if they experience them. Siemens will be providing corrections for these issues in a future vista software version.

Event description:
The customer contacted the siemens customer care center (ccc) and stated that a discordant, falsely low creatine kinase (dimension vista cki) was obtained on a dimension vista instrument on one patient sample ((B)(4)). The discordant result was reported to the physician(s). The sample was repeated twice on the same instrument and resulted higher. The corrected result was reported to the physician(s). The customer also stated that results for multiple methods on sample (B)(4) and other samples had been flagged by the instrument. The flagged results were not reported. The samples were repeated and the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this issue.